Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer stated that insulin pump could not complete the rewind process. The drive support cap was intact. The customer was advised to stop using the insulin pump and revert to the back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm.